Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: the filter was placed from a jugular approach. The release button was pressed several times without the filter deployed. When the filter finally deployed it was markedly tilted. It was reported that the filter was not repositioned. No adverse effect on patient was reported due to this occurrence. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. According to the instruction for use excessive tension during deployment may prevent the filter from releasing when the release mechanism is activated. There are adequate controls in place to ensure the device was manufactured to specifications. Based on the provided information an exact cause for this event cannot be established. However, a likely cause is that excessive tension during deployment could contribute to the reported event. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Occupation: clinical coordinator. Similar to device under 510(k)/PMA k171712. Investigation is still in progress.

Event description:
Description of event according to inital reporter: diagnostics runs were done through right jugular access to gage level of renal veins. The filter was put on jugular set and introduced through right jugular vein. It was positioned with hook below renal veins. The safety button was pressed. The black deployment button was pressed without the filter deploying. This button had to be pressed several times before the filter deployed and when it did, it was markedly tilted. The filter was deployed from the original set and not repositioned. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.